Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of no image was confirmed due to printed circuit board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system is unable to display image. The event occurred during procedure and the same device was used to complete the procedure with no more than a 15-minute delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. It has been over 13 years, since the subject device was manufactured. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿no image¿ was confirmed and reproduced. The phenomenon occurred seemingly, due to faulty main board (printed circuit board). However, the cause of which was unable to be identified. Olympus will continue to monitor field performance for this device.